Manufacturer narrative:
Additional information provided in h.10. Associated product information was not provided. It is unknown if a qualified combination of products were used. According to the file, the lens remains implanted; therefore, an evaluation of the product cannot be conducted. A review of the device history records indicate that the product met all manufacturing release criteria prior to final release from the manufacturing facility. An email summary sent to the lawyer was attached to the file. The information provided in that summary suggests potential external factors for the complaint. An excerpt from that email summary indicates that the patient suffered a complex clinical history, independently from lenses. The patient¿s medical report discloses a series of previous pathologies and a series of subsequent events that may have influenced the opacification of the lenses: (I) a corneal transplant at a young age, (ii) a serious car accident resulting in a detachment of the cornea and (iii) the vitrectomy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. There are two medical device reports associated with this patient. This report is associated with the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A physician has reported that one year following a cataract extraction with intraocular lens (iol) implant procedure, the posterior capsule became opacified and a yag capsulotomy was performed in 2017, the patient had a vitrectomy and epiretinal membrane peeling. The recent testing confirmed an optimal retinal profile. Thirteen years after the initial procedure a physician noted initial opacification of the iol. No further information is available. There are two files associated for this report. This complaint is for the right eye.